Manufacturer narrative:
Of the 9 allegations of a malfunction, 6 pumps were returned to animas and investigated. Of the investigated pumps, zero were found to be malfunctioning. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes malfunction events. A review of the events indicated that the one touch ping model pump experienced an issue with the insulin on board feature. These reports were received from various sources. The patients associated with this allegation ranged from 5-81 years of age and between 110 and 110 pounds. Of the reported patients, 4 were male and 5 were female.